Event description:
Device was said to have failed to discharge defibrillator energy during testing. The operator allegedly examined the standard paddles attached to the device and observed a broken male pin on the device connection end.